Event description:
It was reported that the device reached elective replacement indicator (eri) sooner than expected due to higher than average right ventricular (rv) thresholds causing faster battery drain. The device was explanted and replaced. It was also reported that the right ventricular lead had a progressive rise in threshold. Thresholds were higher than average but not extraordinarily high. The pace/sense portion of the lead was capped and replaced, and the high voltage portion remains in use. The patient was enrolled in the sls study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. Battery depletion is indicated (eri). Time of recommended replacement time (rrt) in save to disk is on (B)(4) 2011, device rrt<=2.6251 volt. Daily battery voltage trend data shows min bat=2.638 to 2.624 volts minimum between (B)(4) 2011 and (B)(4) 2011. One patient alert for low battery voltage occurred on (B)(4) 2011 02:15:00.